Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
In reporting a revision of the patient's left knee on (B)(6) 2021, rep reported the patient had a prior revision in (B)(6) 2021 due to pain and range of motion issues. A ps poly was revised to a 5x11 ps poly. No stryker rep was present for the procedure. Rep confirmed that no further information will be released by the hospital or surgeon.